Manufacturer narrative:
The device was received for evaluation. During functional testing, the device passed the flow line test for downstream occlusion and an issue with multiple downstream occlusion sensor did not occur. A review of the event history log revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was found to be issue to be attributable to downstream sensor out of specification and failed to calibrate. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump seems to alarm when there is a downstream occlusion and device also alarms when there isn¿t a downstream occlusion. This occurred when therapy staff was loading tubing and beginning the infusion on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.